Event description:
It was reported the subject device intermittently displayed an e006 insufficient conductivity error for an unspecified therapeutic procedure. There was a procedural delay of less than 30 minutes while patient was under sedation. The same device was used to complete the procedure with no reports of patient harm.

Manufacturer narrative:
Technical assistance (tac) provided remote troubleshooting, and the device intermittently displayed an e006 insufficient conductivity error. Tac advised the customer if the electrode is activated in an air environment, the e006 error will occur and since this error is occurring intermittently on two different esg-400s, the electrode is likely out of the conductive fluid when activated. Additionally, there may have been air bubbles when the electrode was activated. The operator must make sure the electrode is fully in the conductive fluid when activating the electrode on the device. No further troubleshooting was required. The product was not return for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.